Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, mid left anterior descending artery, the 3.0 x 15 mm xience prime stent delivery system (sds) crossed the lesion and during deployment a dissection was noted. A different stent was used as treatment without reported adverse patient sequela. Although the procedure time was prolonged there was no reported clinically significant event. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.